Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged, during the attempt to reposition the lead noise was observed. The lead was explanted and replaced.